Manufacturer narrative:
Product evaluation: the lens was returned for evaluation. Solution and blood is dried on the lens. The lens was cut in half. The haptic is broken in the distal tip (not returned). The lens was cleaned with lphse. A deep scratch is observed on the anterior portion of the optic. Smaller light scratches are observed on the anterior and posterior sides of the optic. A small crack is observed on the anterior side of the optic near the area where it was cut in half. Product history records were reviewed and the documentation indicated the product met release criteria. Qualified associated products were indicated. The reported scratch was observed. All lenses are 100% inspected for cosmetic attributes and the damage exhibited by the returned complaint sample would not have met the manufacturer's release criteria. Based on our observation, and the review of manufacturing records, it can be reasonably concluded that the damage is not manufacturing related. Due to the presence of surgical solution and the condition of the returned sample, the damage is most likely related to customer handling. (B)(4).

Event description:
A materials manager reported that during an intraocular lens (iol) implant procedure, the iol was scratched. There was patient contact. The procedure was completed that day. Additional information was provided that the initial iol was exchanged for the same model and diopter. There was no patient injury.